Manufacturer narrative:
Investigation summary: bd received an actual sample, and 5 photos were provided in support of this complaint. A visual examination of the sample and photos was performed and the customer's indicated failure mode of damaged tube was observed and revealed damage to the tube under the banded fill line area. Additionally, 96 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was tube extenders with molding defects. The following information was provided by the initial reporter. The customer stated: "the tube was deformed at its lower part. This defect was discovered after blood collection."